Event description:
It was reported that the user experienced increased insulin use and needed to change pump supplies almost daily while using the ilet, with one overnight blood glucose of 258 mg/dl; the user stated cartridges were filled to capacity and denied signs of leakage, insulin odor, or bent cannulas, and reported no changes in eating. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.